Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had passed away in her sleep. The cause of death is unknown. It was noted there is documented communication on how extremely well the patient was doing with her implanted scs system.